Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient suffered a fall and then he stopped receiving stimulation afterwards. The patient fell on the ipg and was bruised for a while. The ipg is unable to communicate with the charging system. The patient has not recharged the ipg for two years. The ipg can communicate with the programmer. X-rays were taken and showed no anomalies. Troubleshooting was unable to resolve the issue. Surgical intervention may be pending to address this issue.